Event description:
It was reported that the wake button has become detached from the pump. Reportedly, pump was still functioning as intended. There was no patient involvement as the pump was not used for insulin therapy.